Event description:
The patient experienced fatigue, and cardiac evaluation demonstrated prosthetic valve insufficiency. Intraoperatively, the valve was free of clots and the leaflets moved "freely". There was no paravalvular leak noted around the circumference of the valve. There was an area along the sewing cuff in the region of the non-coronary cusp that was "raw", consistent with recent thrombus formation. There was a small thrombus noted on the sewing cuff approximately 2 mm in diameter. The valve was explanted and replaced with 21ahpj-505.